Event description:
Customer reported receiving a high glucose reading with their freestyle freedom meter and taking extra dosage of insulin. As a result, customer reported experiencing symptoms of hypoglycemia and loss of consciousness and drinking juice and eating food to counteract his symptoms. Customer was being taken to emergency center where he was being diagnosed with severe hypoglycemia but customer does not remember the treatment received. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.